Manufacturer narrative:
H.6. Investigation summary: one photo and one loose 10ml syringe with a red tip cap attached were received and visually evaluated. The syringe had a misprinted distorted scale with most of the scale markings missing. Only numbers 1 through 6 were printed and part of the ¿ml¿ symbol. Potential root cause for the missing print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd syringe luer-lok¿ tip had partially missing scale markings.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip had partially missing scale markings.